Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4).

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device had a bent comb. The event occurred during surgery with no harm involved. On (B)(6) 2017, it was clarified that follow up information could be provided by phone. On march 27, 2017 further clarified that the device was sent in for repair when they received the device and saw the bent comb. There was an alternate device available for use and there was no harm involved with the event. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was april 6, 2016 where it was reported that there was a screw missing on the gear and the roller, worn bushings, worn side plates, and damaged comb were replaced and the ratchet was repaired. This is not a related issue. The previous repair report for the skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformance, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on march 29, 2017 revealed that the comb was bent and the side plates were gouged. The roller end was twisted and the shoulder bolts were worn. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 29, 2017 which included replacement of the comb, ball detent, roller, worn bushings, and worn side plates. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection the comb was bent. The root cause of the device had a bent comb cannot be specifically determined with the provided information. The issue was resolved with the replaced the comb, ball detent, roller, worn bushings, and worn side plates. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation results revealed that the comb was bent.

Manufacturer narrative:
The event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher had a bent comb during surgery. There was no patient/user harm and no adverse events have been reported as a result of the bent comb of this device.